Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The reported patient symptoms of blood loss, fever, hematuria, tissue damage, serious injury illness impairment, prolonged episode of care are known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via a journal article that it was evaluated stone-free rate and complications after flexible ureteroscopy for renal stones, comparing thulium fiber laser and holmium yag laser with moses technology. This evaluation included a total of 2,075 patients, 508 of these patients used yag laser with moses technology and 1,567 patients used thulium fiber laser. After matching, 284 patients from each group had comparable characteristics. There was a higher rate of basket extraction in hlm (89% vs 43%, p < .001). Total operation time and lasing time were similar. 9 patients had sepsis in tfl vs none in hlm. Higher sfr was achieved in tfl (85% vs 56%, p < .001). At multivariable analysis, the use of tfl and ureteral access sheath had significantly higher odds of being stone-free, while lasing time, multiple stones, stone diameter, and use of disposable scopes showed significantly lower odds of being stone-free. This real-world study favors the use of thulium fiber laser over holmium yag laser with moses technology in flexible ureteroscopy for renal stones by way of its higher single-stage stone-free rate. The factors affecting holmium yag laser are bleeding from pelvic calyceal system, pelvic calyceal injury requiring stenting, postoperative fever, postoperative hematuria with prolonged catheterization and additional procedures required swl, rirs, ecirs.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The reported patient symptoms of blood loss, fever, hematuria, tissue damage, serious injury illness impairment, prolonged episode of care are known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via a journal article that it was evaluated stone-free rate and complications after flexible ureteroscopy for renal stones, comparing thulium fiber laser and holmium yag laser with moses technology. This evaluation included a total of 2,075 patients, 508 of these patients used yag laser with moses technology and 1,567 patients used thulium fiber laser. After matching, 284 patients from each group had comparable characteristics. There was a higher rate of basket extraction in hlm (89% vs 43%, p < .001). Total operation time and lasing time were similar. 9 patients had sepsis in tfl vs none in hlm. Higher sfr was achieved in tfl (85% vs 56%, p < .001). At multivariable analysis, the use of tfl and ureteral access sheath had significantly higher odds of being stone-free, while lasing time, multiple stones, stone diameter, and use of disposable scopes showed significantly lower odds of being stone-free. This real-world study favors the use of thulium fiber laser over holmium yag laser with moses technology in flexible ureteroscopy for renal stones by way of its higher single-stage stone-free rate. The factors affecting holmium yag laser are bleeding from pelvic calyceal system, pelvic calyceal injury requiring stenting, postoperative fever, postoperative hematuria with prolonged catheterization and additional procedures required swl, rirs, ecirs.

Event description:
It was reported to boston scientific via a journal article that it was evaluated stone-free rate and complications after flexible ureteroscopy for renal stones, comparing thulium fiber laser and holmium yag laser with moses technology. This evaluation included a total of 2,075 patients, 508 of these patients used yag laser with moses technology and 1,567 patients used thulium fiber laser. After matching, 284 patients from each group had comparable characteristics. There was a higher rate of basket extraction in hlm (89% vs 43%, p < .001). Total operation time and lasing time were similar. 9 patients had sepsis in tfl vs none in hlm. Higher sfr was achieved in tfl (85% vs 56%, p < .001). At multivariable analysis, the use of tfl and ureteral access sheath had significantly higher odds of being stone-free, while lasing time, multiple stones, stone diameter, and use of disposable scopes showed significantly lower odds of being stone-free. This real-world study favors the use of thulium fiber laser over holmium yag laser with moses technology in flexible ureteroscopy for renal stones by way of its higher single-stage stone-free rate. The factors affecting holmium yag laser are bleeding from pelvic calyceal system, pelvic calyceal injury requiring stenting, postoperative fever, postoperative hematuria with prolonged catheterization and additional procedures required swl, rirs, ecirs.